Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at the ipg site. The patient was hospitalized and given oral and IV antibiotics. The patient had their system explanted on (B)(6) 2019. The infection has since resolved.